Event description:
The pt was undergoing diagnostic angiography after sustaining an inferior wall myocardial infarction. At the end of the procedure, two pictures were taken of the right groin in the rao position in order to perclose the femoral artery. The perclose device was placed without incident. However, on removal of the wires from the device and therefore on subsequent pullback of the perclose device itself, the shaft had snapped at the needle insertion site. A retained fragment of the perclose closure device was left behind in the right femoral artery. This was immediately recognized and direct pressure was applied to the right groin without significant bleeding. The leg was not compromised. Consult was immediately attained with interventional radiology to see whether the retained fragment could be removed percutaneously. Their opinion was that, while this could be done, the arterotomy site might pose a bleeding problem given the caliber of the perclose and the device is best removed surgically. Plans at this stage are to proceed with multivessel bypass surgery given the severity of pt's coronary artery disease.